Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: a review of the pump's black box showed evidence of call service 052 alarms on the event date (B)(6) 2014. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The complaint was confirmed in the pump history but not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.